Event description:
It was reported post coiling procedure, the patient experienced paresis in right arm with right somatic neglect and aphasia. No other complications were reported with the patient as a result of the event.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were implanted in the patient. (B)(4).model# of the coils involved:qc-6-20-3dqc-5-15-3dqc-4-12-3d